Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The co2 absorber canister was replaced and the unit was returned to service.the customer contact reported there is no patient information available.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.